Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other report with the involved product code/lot number combination. The same user facility reported a similar event for another device with the same product code, see MDR 3013394970-2017-0173. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported deployment difficulties with the involved angio-seal device. The following information was provided by the user facility: at the end of a neuro intervention the doctor was unable to get the first 6fr angio-seal device to work properly. A second angio-seal device was opened and the same issue occurred. They were unable to get the sheath and angio-seal to click together. The patient was then manually closed which was long winded as they were heavily anticoagulated. No blood loss greater than 250ml was evident.

Manufacturer narrative:
This report is being submitted as follow up no.2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide codes. The codes were unable to be selected when follow up no. 3 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results and to provide an updated device returned date. The sample was returned for evaluation. The returned used sample was subjected to visual analysis where no blood like substance was observed. The carrier tube assembly was still in the sealed polyfoil pouch. The arteriotomy locator and hemostatic sheath were found properly mated. The blood inlet holes were aligned. No gross visual anomalies were noted with the device. The locator was then separated from the sheath and analyzed under a microscope. It was noted that the print number on the hub of the dilator was 12. The secondary ridge of the hub where the hemostatic sheath would mate was beveled a point where no stark edge could be observed. There were also indications of flash occurring where the dilator tubing mated with the hub, which measured 0.3mm^2 per the tappi chart. This is within the acceptable flash limits of 0.015" or 0.381mm per drawing 23135 rev. P. The hub of the hemostatic sheath was then observed for any anomalies. No anomalies were found for functional testing, the arteriotomy locator was reinserted into the sheath. A tactile click was felt but there was no discernable audible click heard. Coaxial force was then applied to the dilator and there was no resistance to the removal of the dilator from the sheath. The complaint could be confirmed by the reduced resistance required to dislodge the locator. The flash and reduced distal ridge of the dilator hub may have played a role in the reduced resistance. At this time, no conclusion could be drawn as to the exact cause of the lessened resistance to dislodgement. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is the initial report. A report was submitted on july 7, 2017 which was not 3013394970-2017-00174 causing this initial report to be a duplicate, therefore it is being submitted as a follow up. The actual device was not returned for evaluation. Without a sample available for product analysis no conclusion can be drawn as to the cause of the failure mode that the user describes. Possible causes of the deployment difficulties may be related to the user not applying enough force to the device cap. However, this cannot be confirmed since the sample from the lot in this complaint was not returned. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code, see MDR 3013394970-2017-00173. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the involved angio-seal device. The following information was provided by the user facility: at the end of a neuro intervention the doctor was unable to get a first 6fr angio-seal device to work properly; a second device was opened and the same issue occurred; they were unable to get the sheath and angio-seal to click together; the patient was manually closed which was long winded as they were heavily anticoagulated; no blood loss greater than 250ml was evident; and there's no other devices or equipment used with the product.